Manufacturer narrative:
Root cause of this event is associated with hardware.

Event description:
A beckman coulter inc. (Bci) field specialist reported that a customer's unicel dxi 800 access immunoassay system had leaked due to a wash nozzle that had all 4 ports blocked. The field specialist was installing the nozzle as part of performing a preventive maintenance on the customer's dxi 800 instrument. The blocked ports caused the peri-pump tubing to blow off and the wash buffer leaked throughout the instrument. There were no reports of exposure to this liquid or injuries to users.